Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that during a primary total knee arthroplasty, the femoral component was found to have a hair in the sterile package. The product was implanted as there was not a replacement readily available.

Manufacturer narrative:
Correction: upon further review, it has been determined that this device has been reported under the incorrect MFR#. It will now be reported under MFR#: 3007963827-2018-00146.